Event description:
It was reported the pt experienced a loss of therapeutic effect. It was stated the pt was getting "triple beeps" from her device when trying to increase or decrease stimulation. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.